Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose drive support disk.

Event description:
It was reported that the insulin pump alarmed during prime and fill. Nothing further was reported.